Event description:
The patient was injected in the nasolabial folds and oral commissures. The patient allegedly developed periodic inflammation, pain, redness and firmness to the nasolabial fold areas. The patient had the areas incised and cultured.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.